Manufacturer narrative:
Initial and final MDR 1900948 - MDR 3003442380-2024-11344 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set off during use, which cause the patient's blood glucose elevated from 500 to 550 mg/dl, therefore patient had received correction bolus via pump and correction injection via mdi. The set was in use for couple of hours. The patient replaced infusion set and resumed insulin successfully. No further information available.